Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set fell off during use on (B)(6) 2024. The infusion set was in use for a couple of days. The blood glucose level was 250 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient country: united states